Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. If the device becomes available, ICU medical will re-open the complaint file and submit a supplemental MDR as necessary in accordance with 21 cfr 803.56. D4: lot number; UDI unknown. G5: 510k unknown.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the medication was leaking from the pigtail extension set of the pump to the male adapter and the patient could not receive the full dose of the infusion. No patient injury reported.